Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led up to the patient's event was the patient's original ins would not charge or program, and the rep was unable to "jump up". No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant was replaced because it wouldn¿t charge anymore. The implant wouldn¿t start back up after several jumpstart attempts. The indications for use were spinal pain, chronic low back pain and failed back surgery syndrome. No patient symptoms reported.